Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) of greater than 2,000 ohms. However, atrial impedance measured to be 1500 to 1600 ohms range when measured with a pacing system analyzer (psa). Other lead measurements were good. The lead was removed and was re-inserted to the header and still had an oor pli. Fluoroscopy was performed and showed the same position. Defibrillation threshold (dft) test was not performed as the patient had an ejection fraction of 10 to 15 percent. Additional information indicated that the pacing impedance measurements returned back to normal range. Boston scientific technical services (ts) discussed impedance and recommended monitoring the patient. The system remains in-service. No adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.